Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging as well as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.